Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: 5/7/2020 received email with additional information from customer and he states that they have now switched to heparin tubes for their troponin assay. The heparin tubes are underfilling not overfilling and they are currently drawing 2 tubes to get the volume they need to send out. Customer response: 2. Lith/hep under fills. Collections are primarily from phlebotomy, direct draws through venous puncture. They will not fill up completely and sometimes require two tubes to get the correct volume for send out tests.

Manufacturer narrative:
Investigation summary : no samples or photos were returned by the customer in support of this complaint. As the lot number is unknown bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and no retention samples are available. The device history records could not be reviewed as the lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: (B)(6) 2020 received email with additional information from customer and he states that they have now switched to heparin tubes for their troponin assay. The heparin tubes are underfilling not overfilling and they are currently drawing 2 tubes to get the volume they need to send out. Customer response: 2. Lith/hep under fills. Collections are primarily from phlebotomy, direct draws through venous puncture. They will not fill up completely and sometimes require two tubes to get the correct volume for send out tests.